Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure and is recovering well postoperatively.

Manufacturer narrative:
Investigation results: the return ipg was analyzed and passed visual inspection without any anomalies. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure and is recovering well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one year ago prior to the date the manufacturer became aware.